Event description:
It was reported that the device delivered bolus doses of insulin during the day that were not needed. The customer experienced low blood sugar, however, did not require medical intervention. Multiple attempts have been made to obtain additional information from the initial reporter, however no further information has been received.

Manufacturer narrative:
The device logs have been retrieved and are pending review. Upon review a follow up report will be submitted with the results. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The case description states that the user had unexcepted bolus deliveries on the date of occurrence and day prior. Inspection of the audit log files confirms delivery of the 1.2u bolus on the date of occurrence in the user's time zone and shows that 30 grams of carbs and the confirm bolus button was pressed in order to deliver the bolus. The engineering logs show that the controller was interacted with to enter the bolus calculator screen and enter carbs one digit at a time to load 30 grams of carbs. The bolus calculator then gave a suggestion of 1.2u based on these inputs and the controller went through the two step confirmation in order to start and deliver the bolus. The logs show that this was within the user's max bolus setting of 5u and that this bolus was not canceled at any time. The log files show and confirm delivery of the other boluses mentioned by the user. The previously outlined process was repeated for all mentioned boluses and found consistent results, each bolus showing evidence of interaction and programming. No evidence of an uncommanded bolus was seen in the log files. The returned controller was inspected and found to pass all adb testing. The controller only responded when the screen was touched and interacted with. The controller was paired with an unused pod and was found to not deliver any boluses without interaction and programming during the investigation. When programmed, the bolus calculator was able to successfully give a suggestion and deliver a bolus based on inputs. No problems were found with the returned controller.